Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the tower door 2 was broken. A field service engineer (fse) replaced broken hinge with customer part. The engineer noted that a long pin was needed and only a short pin with rivet was available, so the engineer planned to return when the correct pin arrived and checked the back-order status for the long pin. Customer tested the door. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door plastic window and grey mount that it screws into were broken. There were no adverse events or injuries reported based on this event.